Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2017, the patient 's blood glucose (bg) levels exceeded 13.9 mmol/l (250 mg/dl) while wearing the pod between 4 and 24 hours on the arm. The patient felt sick and began vomiting. He was transported to the emergency room (ER) where he was diagnosed with diabetic ketoacidosis (dka) and had a heart rate of 400 beats per minute. The hospital placed the patient on a heart monitor and treated his bg levels with insulin. The patient was hospitalized for four days as a result of the event. Nothing unusual was noted in regards to the pod.